Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited atrial lead impedance measurements greater than 2,500 ohms in bipolar mode. The ipg system remains implanted; the issue was resolved by reprogramming the device to unipolar mode.